Event description:
It was reported that during surgery, the insert cannot be inserted fully onto the baseplate. The insert was sliding onto the baseplate, a resistance was felt by the surgeon and it didn't feel smooth, the anterior side of the insert was not sat fully onto the baseplate, also it was not fit or locked. It caused 10 minutes delay of surgery. An alternative device, s&n 12mm insert, was used to finish the surgery. No injury reported nor additional bone cuts were required.

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report.